Event description:
Determined to be reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure stent damaged occurred. The vascular access site was radial. The 50% stenosed 3.5x34mm, de novo lesion was located in a mildly tortuous, non calcified right coronary artery. The shape of the lesion was eccentric. The lesion was predilated with an unknown balloon. The physician attempted to place a 3.50x38mm taxus liberte stent, but the stent did not cross the previously deployed taxus liberte stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Numerous rows at the distal end of the stent were stretched distally. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).